Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.

Event description:
The account alleged the brakes are not holding in brake mode. No pt impact.